Event description:
Patient presented to the physician several days post-implant procedure with a hematoma at the chest incision site. Physician admitted the patient for evaluation. A pressure dressing was applied to the area, and the patient was prescribed antibiotics upon discharge.